Event description:
It was reported that a 30cc intra-aortic balloon was placed under fluoroscopic guidance. Pump still alarmed "gas loss". Staff was very frustrated at this time & requested a visit from a local representative. Clinical support specialist arrived & tested pump with her balloon in tube & pump was functioning well. Catheter continued to alarm high pressure & all connections were correct. As a result, md removed 30cc iab & replaced it with another catheter using a wire re-enforced sheath; rather than the wire re-enforced catheter. Md did an over-the-wire exchange of entire system. Procedure went without incident & this 30 cc iab inflated well immediately. Center lumen was initially obstructed, but md cleared it with guidewire. No reported patient complications. Refer to medwatch 1219856-2007-00270 for first incident involving same patient. It is unknown if iab used in event is an arrow iab. Follow-up report will be filed if more info becomes available.

Manufacturer narrative:
The reported event was initially evaluated as subject to alternative summary reporting (asr) granted by the agency on may 8, 2007. Evaluation of the returned sample revealed it did not qualify for asr reporting and therefore we are filing the MDR. Evaluation: the iab, teflon sheath, one-way valve, slide connector and cal key, fiber optic sensor (fos) cable and a 60 cc syringe were returned. The guidewires and pump tubing were not returned. The fos was light level tested and passed. The catheter was stretched approximately 1.5 cm from the proximal end of the bladder approximately 15 cm in length. The tip assembly was severely kinked/partially broken approximately 1.7 cm from the distal tip of the iab just below the stainless steel tip and slightly bent approximately 5.4 cm from the distal tip of the iab. A vacuum was pulled on the iab and did not hold. The one-way valve was vacuum tested and held. A different guidewire was fed thru the central lumen and met resistance approximately 1.7 cm from the distal tip of the iab, but exited the iab. The iab was submerged and pressurized in water. Bubbles exited both ends of the iab indicating a break in the central lumen. Bubbles also exited from a slit in the catheter approximately 4.9 cm from the proximal end of the bladder. Further evaluation revealed a broken tip assembly. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint. The root cause of the reported complaint could not be determined.